Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter overlaid the proximal connector segment cannula. The distal connector segment was not returned for evaluation. The catheter was received in two segments, which shared a complete break 8.5cm distal of the connector. Microscopic inspection of the break site revealed a regular fracture surface with a v-shaped profile. The fracture surface was partially granular. Two circumferentially opposite regions of glossy striated fracture surface were observed, corresponding to the corner of the ¿v¿. The shape and texture of the split at the corner of the ¿v¿ shaped profile were consistent with damage initiated by contact with a grind-sharpened needle bevel and the catheter. It appeared that the catheter was transfixed by a needle while in place within the patient and subsequently broke completely. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ a lot history review (lhr) of rect0129 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that he catheter broke and went inside patients heart . The catheter was removed by radiological and surgical procedure. (B)(6) 2019 -facility reported external securement is suture. Break occurred internally during flushing before chemotherapy.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rect0129 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter broke and went inside patients heart. The catheter was removed by radiological and surgical procedure. On (B)(6) 2019, facility reported external securement is suture. Break occurred internally during flushing before chemotherapy.